Event description:
During a check-out procedure at the manufacturer's service center, the device's volume delivery was found to be out of tolerance. The device was not in patient use. The device was recalibrated to address the issue.